Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The device was intended for use in treatment. As no sample was returned, a product evaluation could not be carried out. Dressings should be changed around every 3 days but in some cases may be left in place for 7 days. If the adhesive integrity is compromised due to prolonged wear, the surgical site may be susceptible to external contamination. A clinical investigation concluded; the data presented in the aged article on, "negative pressure wound therapy on surgical site infections in women undergoing elective caesarean sections: a pilot rct", from 2014 that did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of the reported surgical site infection on the superficial incision and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should information become available this complaint can be re-assessed. As the product code is unknown, a review of the device labelling could not be carried out. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was documented on the paper "negative pressure wound therapy on surgical site infections in women undergoing elective caesarean sections: a pilot rct", that pico was being used for treatment in 92 patients and a surgical site infection on the superficial incision was reported. It is unknown if a treatment was performed or how the event was resolved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.